Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Not withstanding, a review of complaints' trend reveals that all lots within expiry date are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay. Per the customer, there was no patient harm or delay in treatment due to the results.